Event description:
It was reported that patient reached up and felt a pop and feels device fires from back of generator. This feeling was not consistent with stimulation on times. After running system, autostimulation, and magnet diagnostics, all were within normal limits. Per the patient's pa, the presentation of symptoms, account of generator shift, and sudden onset after 'pop' points towards soft tissue injury. It was later reported that the patient had a generator replacement surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The provider later reported that the cause of feeling of popping was the generator flipped in the pocket. The surgical intervention was both for patient comfort and to preclude serious injury, as the provider believed the patient was at risk without surgery and he was also in pain without surgery. Per the physician, the cause of pain is related to vns migration.